Manufacturer narrative:
Summary of evaluation:the information provided and the examination results are insufficient to determine the cause of this event. However, there is no evidence that the device failed to meet specifications.

Event description:
Pt was presented with a sore, swollen knee and had been complaining of a painful knee for the last 12 months. The knee was aspirated several time removing fluid, but there was never any infection. At time of surgery, the tissue inside the capsule was stained grey, but there was no metal wearing on metal. The femoral component was found scratched and the entire knee implant was revised. In addition to the scratched femoral component, the following assoicated devices were removed. Duracon tib baseplate, catalog #6632-3-120. Duracon std neut. Tibial insert, catalog #6632-1-213. Duracon plastic patella med., catalog #6630-2-100.